Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device rebooted unexpectedly. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable had become disconnected. Ventec reseated the ift cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.

Manufacturer narrative:
**UDI related data quality updates only** corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(6). Section d4, UDI #, of the initial medwatch report should have stated: (B)(6).